Manufacturer narrative:
Additional cases associated with this article: 3025141-2020-00151: case 1. 3025141-2020-00153: case 3.

Event description:
Case 2: patient was implanted with an acu-loc distal radius volar plating system to treat a distal radius fracture. At month 11 post op, the patient experienced loss of flexion of the thumb. During second surgery, fpl tendon rupture was identified and tendon grafting was performed and the plate was removed (as the fracture had achieved complete union). Article: evaluation of flexor pollicis longus tendon rupture after treatment of distal radius fracture with the volar plate. Kamil yamak; huseyin gokhan karahan; berrak karatan; cemil kayall; taskinn altay; j wrist surg 2020;9:219-224.